Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) ( (B)(6) ). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too high and low. The length of membranous septum was 6.1mm and the final non-coronary cusp implant depth was 7mm. Post-procedure, an electrocardiogram confirms development of a left bundle branch block (lbbb). The patient was kept for monitoring. On 18 december 2024, it was noted that there was no high grade block. On (B)(6) 2024, the patient was discharged with a mobile cardiac outpatient telemetry device. The patient was stable at the time of report.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to procedural conditions (likely from pressure from valvuloplasty on membranous septum). The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that there was no difficulty experienced implanting the 27mm navitor vision valve. There was no significant calcium extending beneath annular plane; however, there was significant calcium all along the annular plane. It was noted after an electrophysiology study the patient did not have a high grade heart block and was instead recommended for mobile cardiac outpatient telemetry. The cause of the patient's left bundle branch block is attributed to the pre-implant balloon aortic valvuloplasty causing pressure on the membranous septum. There was no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.